Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, and ECG functional testing using test pads and ECG cable without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device activity logs did not show any faults that could be associated with customer report.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. The clinician pressed the on/off button and the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2019-00880 for a similar event reported from the same customer.